Event description:
Additional information was received that the device was reprogrammed. However, the post- paced t-wave oversensing continued. Technical support was contacted and additional programming settings were advised. No additional intervention has been performed.

Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed. The patient was stable.